Manufacturer narrative:
Humalog® was tested for up to 48 hours as labeled.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had blood glucose (bg) levels that were higher than normal (500mg/dl), and small ketones for a period of 2-3 days. The customer switched to manual injections as backup, in order to resolve bg levels. Customer's contact stated that they have consulted with the customer's healthcare provider, and are making adjustments to pump settings. Recommendation was made that customer/contact discuss sites with healthcare provider. Tandem technical support also discussed labeling with the customer's contact, as customer had been using cartridge, tubing and sites for 3 days, instead of the 48 hours recommended for use with humalog.